Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician attempted to advance the 3maxc through a penumbra system ace 68 reperfusion catheter (ace68), however the proximal end of the 3maxc still outside of the patient broke in half, despite having used a guidewire to advance the 3maxc. The 3maxc was therefore retracted and removed, and the procedure was completed using a new 3maxc, the same ace68 and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
510(k) #: k160449. Results: the 3max was fractured approximately 42.0 cm from the hub. Conclusions: evaluation of the returned 3max revealed it was fractured. This damage may have been a result of forcefully advancing the device against resistance while manipulating at extreme angles outside the patient body. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.